Event description:
Glucometer recorded incorrect date on 4 separate patient results. In one instance the time recorded was prior the patient's time of birth.====================== health professional's impression======================potential for harm only. This problem could be related to a software issue within the glucometer.